Event description:
During routine testing of the device, the user observed smoke while conducting the electrical safety test/ground impedance test. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.